Event description:
It was reported that the patient presented for a routine follow-up. A cyber security update was attempted and the device entered bvvi. An fsm state action error messaged displayed upon interrogation. The device was restored and the firmware was upgraded. The patient was asymptomatic. Device remains implanted.